Event description:
After surgery they detected a piece was missing at the grasper then they sent the grasper to smith & nephew service center for repair. The surgeon did not detect the break and left it in the knee. We first got knowledge of this event when the customer sent the broke grasper into the service center and asked them where the broken piece is? Malfunction report form confirms there was no delay to the surgery.

Manufacturer narrative:
Device has not been returned for evaluation. The service center indicates that the grasper looks very bad; 11 years old and appears to never have been serviced, especially not at s & n service center. The grasper is twisted and surface is partly rusty.